Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37603, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator.

Event description:
On (B)(6) 2017 crts (B)(4) (con) [information about hitting upper limit screen while adjusting stim omitted. See pe (B)(4)] information was received from a friend or family member, and the patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient's devices shift under their skin a lot. The patient reportedly had gained some weight but they are still not that large of a person. Patient services reviewed the devices may move more if the patient loses weight, but not typically if they gain weight. The caller was redirected to discuss the issue with their healthcare provider (hcp). The shifting devices have been occurring since 2017, the caller did not recall a month it began. There were no symptoms reported. No further complications were reported or anticipated. [Refer to manufacturer report #3004209178-2017-21276 for details pertaining to the reportable related event.]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported that the cause of the device shifting was not determined.